Event description:
This case was reported via regulatory authority (B)(4) on 01-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and paralysis ("paralysis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criterion medically significant), paralysis (seriousness criterion disability), dizziness ("episodes of faintness"), diarrhoea ("major diarrhoea"), eczema ("plaques of eczema on legs"), alopecia ("hair loss"), weight decreased ("weight loss"), memory impairment ("memory disturbances"), arthralgia ("joint pain") and gastroenteritis viral ("stomach flu"). At the time of the report, the abdominal pain, paralysis, dizziness, eczema, alopecia, weight decreased, memory impairment, arthralgia and gastroenteritis viral outcome was unknown and the diarrhoea had not resolved. The reporter provided no causality assessment for abdominal pain, paralysis, dizziness, diarrhoea, eczema, alopecia, weight decreased, memory impairment, arthralgia and gastroenteritis viral with essure. The reporter commented: no measures were taken as the doctors had no explanations. So, since then, lots of tests were performed to find the cause of her symptoms. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and paralysis. The reported events are serious, paralysis due to disability and the other due to medical importance. Abdominal pain is anticipated while other event is unanticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, consumer presented abdominal pain during essure's use. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. The consumer also had a paralysis that caused her a disability. This event was reported with minimal amount of information. However given essure's local action in fallopian tubes, causality was considered unrelated. Although no death or serious injury related to essure was mentioned in this case; it was regarded as incident in line with health authority's assessment. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and paralysis. The reported events are serious, paralysis due to disability and the other due to medical importance. Abdominal pain is anticipated while other event is unanticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, consumer presented abdominal pain during essure's use. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. The consumer also had a paralysis that caused her a disability. This event was reported with minimal amount of information. However given essure's local action in fallopian tubes, causality was considered unrelated. This case was regarded as incident in line with health authority assessment, although no hospitalization or required interventions were reported. The product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. No further information will be available, because health authority does not allow active follow-up.